Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. The customer reported seeing a red x on the display. The customer did not troubleshoot the issue. The customer was advised to return the broken insulin for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage on the motor and force sensor. Pump received with partially broken reservoir tube lip, missing retainer, reservoir tube missing o-ring, scratched case, case cracked behind the pump near the battery compartment, end cap missing address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.